Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted and arranged for another time. No harm or injury to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting identified that a signal cable was loose. The fse reconnected the cable. After the cable was reconnected, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system showed a black live screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.